Event description:
Boston scientific received information that noise with oversensing were noted on this right ventricular (rv) lead. This resulted in pacing inhibition and pauses greater than two seconds in length. Lead impedances and capture thresholds were normal and stable. The noise was reproducible with arm movements but not isometrics, and the physician suspected the start of a lead fracture. Surgical intervention was performed and fluoroscopy evaluation was done. No obvious deformation of the lead was identified. The lead was surgically abandoned and successfully replaced, and the generator remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.